Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd¿ syringe with bd luer-lok¿ tip is leaking. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: one photo was provided. The photo shows a 60ml syringe. It has the plunger rod-rubber stopper, the stopper is at the 8ml mark. No other information can be obtained from the photo and failure mode cannot be verified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review could not be completed as no batch number was provided.

Event description:
It was reported that bd¿ syringe with bd luer-lok¿ tip is leaking. No serious injury or medical intervention was reported.